Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. Cultures were taken. The right atrial (ra) and the pacing lead placed in the apex of the heart were explanted. No further patient complications have been reported as a result of this event.